Event description:
Event description guidant received information that this implantable cardioverter defibrillator emitted beeping tones. Evaluation revealed an elective replacement indicator (eri) due to charge time. This was suspected to be associated with the mid-life long charge time issue. The physician elected to replace the device after 39 implant months. At the replacement procedure, the battery status was middle of life 2 (mol2). The patient was 100% paced and the output was 5v @ 0.5 ms. There are concerns regarding the device's longevity.